Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the physician experienced difficulty during the advancement of the axela sheath into the patient.  Additionally, the introducer was observed to be broken/split down from the tip.  The dilator was not used and was replaced with a new device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: additional information provided indicated the introducer damage occurred during the insertion of the sheath into the patient (in the area of iliac / femoral artery).  No material of the distal tip was left in the femoral artery. The axela sheath was returned to edwards lifesciences for evaluation.  Upon visual inspection of the device, the following was observed:  one introducer tip flayed with deep scratch approx. 2.5¿ from distal tip and 0.5¿ long.  One introducer tip split with deep scratch approx. 2.5¿ from distal tip and 0.5¿ long.  Scratches along sheath outer jacket approx. 5.5¿ from distal tip and 1¿ long.  Sheath distal tip unexpanded.  No relevant dimensional or functional testing was able to be taken due to the nature of the complaint.  Imagery of the device after use was provided by the site and damage to the introducer tips could be seen.  During manufacturing of the axela, the sheath and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A design history record (DHR) review performed did not reveal any issues that may have contributed to the reported event.  Review of the lost history revealed no other similar complaints.  A review of the complaint history from june 2018 to may 2019 revealed other returned complaints for the insertion difficulty but not the introducer sheath damage.  Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors contributed to the insertion difficulties in these cases.  No manufacturing non-conformances were identified.  The axela sheath is a recently commercialized device, and control limits therefore have not yet been established.  As such, the trend has been reviewed and this is the first occurrence for this complaint.  This evaluation revealed no manufacturing nonconformance contributed to the complaint events.  No further review is required. The edwards axela sheath instructions for use (IFU), the device preparation manual and the edwards sapien 3 ultra procedure training manual were reviewed for guidance/instruction involving the axela sheath and delivery system usage.  Per the training manuals, note access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm (for 20, 23, and 26mm valves) and 6.0 mm (for 29mm valves).  A second 14f dilator is included with the system for vessel pre-dilation as needed.  If necessary, appropriately dilate the vessel by inserting the 14f dilator past the aortic bifurcation.  Proper screening is critical to reducing vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.  If a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications.  Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints were confirmed based on the returned condition of the complaint device.  An investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events.  A review of IFU/training materials revealed no deficiencies.  There was no report of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  Training materials indicate that push force of the sheath in the patient can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification.  Per the case notes, the patient¿s access vessels were severely tortuous and calcified.  Calcification and tortuosity can block and create a difficult pathway during initial dilation and can increase the resistance during advancement.  Procedural factors such as wetting of the devices/activation of the hydrophilic coating can also contribute to resistance during advancement.  If resistance was encountered during device insertion by any of the factors mentioned, excessive force and manipulation would likely be applied to counter the resistance.  This manipulation could then lead to the observed tip damage.  A definitive root cause was unable to be confirmed.  However, available information suggests that patient factors (severely calcified and tortuous vessels) contributed to the complaint event.  No corrective or preventative actions are required at this time.